Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to high blood glucose levels and also received a no delivery alarm. The customer's blood glucose level was 300 mg/dl at the time of incident. No symptoms were reported. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. The customer treated with the insulin pump, and was treated with an insulin drip and dextrose at the hospital. Troubleshooting was not completed. The customer was advised to monitor the issue and call back if the problem recurred. Nothing was replaced or returned for analysis.